Manufacturer narrative:
Concomitant medical products: product ID 8703w, lot# l47429, implanted: (B)(6) 1998, explanted: (B)(6) 2002, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding patient receiving baclofen (lot#, concentration, and dose were unknown by the reporter) via an implanted pump. The indication for use was intractable spasticity and cerebral palsy. It was reported that the catheter was lower. At that time, the patient's legs were loose so he was depressed and would ask where he was when he was in school, so they moved the patient to a different physician. The new physician placed the catheter higher up to his neck so his hands could be looser. On (B)(6) 2015, information was received from a company representative and it was reported that the pump was replaced when the new catheter was placed higher in the patient's spine. Per the patient's mother, the patient's legs were loose which was the effect that they were expecting and was not an adverse symptom. The details regarding the drug in the pump, the patient's pertinent medical history/concomitant medications, the date of the event, and diagnostics performed were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. For subsequent events see manufacturer's report # 6000030-2015-00168.